Event description:
It was reported that guidewire entrapment occurred. The patient was presented with below the knee disease and fair amount of disease in the distal posterior tibial in foot and underwent right leg angiogram. Right antegrade access was obtained via right femoral artery. The 65% stenosed target lesion was located in the moderately calcified distal posterior tibial artery in leg. Following a 0.014 savion guidewire was advanced down the distal pt in the leg, a first 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, the tip of the balloon flipped on itself and wire. The physician was unable to remove the wire, loss of access was noted with the entire system because wire, and balloon had to be removed out of the patient's body together. A second 2mm x 40mm x 144cm coyote es balloon catheter with a 0.014 fathom-14 guidewire and was advanced to lp vessel in foot. At that point, same issue happened. The tip of second coyote balloon catheter flipped upon itself inside the vessel. Both wire and balloon had to be removed and once again losing access. A third balloon and wire were pulled, and the procedure was successfully completed. There was no harm done to patient and patient was doing well.

Manufacturer narrative:
B3: date of event: used the first date of the month of aware date as no information was provided. Device evaluated by MFR.: the device was returned stuck inside of the coyote catheter. It was observed that the guidewire was bent/kinked in the proximal, the middle, and the distal section. The polymer jacket was detached in the distal section. No other damage was detected. Dimensional inspection was performed, and the device was within specification.

Manufacturer narrative:
Date of event: used the first date of the month of aware date as no information was provided.

Event description:
It was reported that guidewire entrapment occurred. The patient was presented with below the knee disease and fair amount of disease in the distal posterior tibial in foot and underwent right leg angiogram. Right antegrade access was obtained via right femoral artery. The 65% stenosed target lesion was located in the moderately calcified distal posterior tibial artery in leg. Following a 0.014 savion guidewire was advanced down the distal pt in the leg, a first 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, the tip of the balloon flipped on itself and wire. The physician was unable to remove the wire, loss of access was noted with the entire system because wire, and balloon had to be removed out of the patient's body together. A second 2mm x 40mm x 144cm coyote es balloon catheter with a 0.014 fathom-14 guidewire and was advanced to lp vessel in foot. At that point, same issue happened. The tip of second coyote balloon catheter flipped upon itself inside the vessel. Both wire and balloon had to be removed and once again losing access. A third balloon and wire were pulled, and the procedure was successfully completed. There was no harm done to patient and patient was doing well.